Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient had an ultrathane mac-loc locking loop multipurpose drainage catheter placed for "long standing bilateral nephrostomy." The patient returned for a scheduled tube exchange. Customer reports that the mac-loc separated and fell off the device. No further event information was provided. The actions taken by the clinical staff to address this issue are not known. The device is not available for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the drawing, manufacturing instructions, quality control, and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.